Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in insufficient anesthetic agent delivery during a case. There was no patient injury reported.

Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: no patient information provided after calls to customer 09/20/2023 and 10/05/2023.